Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the cutting off colon transversum on a radical resection of colorectal cancer laparoscopic procedure, the device had poor staple formation. The suture line was incomplete distally. The suture was repaired by hand sewing. A new device was used to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the cutting of the colon transversum on a radical resection of colorectal cancer laparoscopic procedure, the device had poor staple formation. The suture line was incomplete distally. The suture was repaired by hand sewing. A new device was used to complete the case.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned product noted that the reload was fully fired. Staple pushers were visible at the zero cut line. Functionally the reload was loaded into a pmv representative instrument and was cycled without hesitation or binding. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.